Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 02-012-60-1440 - tru stem ext 14mm x 40mm, (B)(6), 02-020-11-0235 - truliant ps cem fem ps cem left sz 3.5, (B)(6), 02-022-35-3510 - truliant tib imp ps insert sz 3.5 10mm, (B)(6), 02-022-45-3535 - truliant tib fit tray cem sz 3.5f / 3.5t, (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6), 204-70-00 - tibial stem ext. Screw.

Event description:
As reported, approximately 3 years and 2 months post the initial left total knee arthroplasty, the patient complained of pain and was revised due to infection. An interspace and beads were used. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxins report was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or surgical procedure. Additionally, infection is a known surgical risk, as outlined in the IFU. D1: corrected. H6: corrected investigation clinical codes.